Event description:
The manufacturer received information alleging a ventilator's pressure connector was broken and there was a leak. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's exhalation porting block and oxygen blending module board were replaced to address the issues.